Event description:
It was reported that pump declared alarm 20 during pumping and customer was unable to successfully load cartridge and resume insulin therapy because cartridge alarm recurred. There was no reported impact to the customer¿s blood glucose level. Customer used multiple daily injections as backup insulin therapy, cts assisted in loading new cartridge, arranged replacement pump shipment, confirmed shipping address, and instructed customer to place pump in storage mode and return problematic pump with prepaid label within 10 days, which customer understood and acknowledged.